Manufacturer narrative:
(B)(4). S/w version 5.2a retainer ring = black customer complained on (B)(6) 2022 of pump error 43 and pump error 41. Tested with a test p-cap and the test p-cap locked in place properly. Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. No pump error 43 or pump error 41 alarms noted during test. Verified in the pump history download the pump alarmed pump error 43 on 07/08/2022 12:21:54.000 due to moisture damage to pcb1 and corroded motor home switch. Verified in the pump history download the pump alarmed pump error 41 on 07/08/2022 12:13:18.000. Pump was cut opened and moisture damage to pcb1 and corroded motor home switch was noted. The following were noted during visual inspection: scratched case, scratched lcd window, cracked keypad overlay, pillowing keypad overlay. Pump error 43 was confirmed due to moisture damage to pcb1 and corroded motor home switch. Pump error 41 was confirmed due to moisture damage to pcb1 and corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error alarm. Customer stated that insulin pump stuck on rewind. Customer was able to clear alarm and able to complete rewind insulin pump. Customer successfully able to complete displacement verification test. No harm requiring medical intervention was reported. The device will returned for analysis.